Manufacturer narrative:
Based on the information provided and the regional repair center, the device evaluation found the main board was burnt and e433 error. The main board was likely due to an electrical/electronic component problem. E433 was likely caused by a component failure of the oscillating plate. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the generators exhibited the main board was burnt and an e433 (the motherboard is defective). There were no reports of patient involvement. Translation of inquiry record determined as a complaint done by triage complaint evaluator (B)(6) fluent in english and chinese on 19-nov-2024.